Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 231 mg/dl at the time of incident and current blood glucose level was 517 mg/dl. Customer¿s different blood glucose level was 150 mg/dl to over 400 mg/dl, 550 mg/dl, 200 mg/dl, 439 mg/dl and 480 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as dry mouth and little nausea. Customer was treated with insulin pump and manual injection. Customer was using auto mode. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was not calling back to performed high pressure test. Customer troubleshoot was not performed for high blood glucose level. The insulin pump will not be returned for analysis.